Event description:
It was reported that a patient underwent revision procedure on (B)(6) 2015 for hardware removal of one synthes 2.7/3.5 mm right 12-hole variable angle ¿ locking angle compression plate (va-lacp) anterolateral distal tibia plate due to: delayed healing, breakage of the anterolateral distal tibia plate, and a non-union. The initial implant surgery was performed approximately one year ago. The patient was revised to a 14-hole va-lcp anterolateral plate and screws. While implanting the new 14-hole plate, the surgeon took bone graft from the iliac crest. There was no surgical time delay and the broken device was easily removed. The surgery was successfully completed. The patient status/outcome was noted to be fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Date of postoperative non-union is unknown. Additional product codes for this report include hwc. The original implant procedure took place approximately one year ago (unknown date in (B)(6) 2014). Per facility, the complainant part is not available for return. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: part manufacturing date: june 14, 2013. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of va-lcp anterolateral distal tibia plates was processed through the normal manufacturing and inspection operations with one non-conformance report (ncr) noted. It was written against 1 piece for ¿oversize hole condition - feature th1 (thru hole diameter, head holes), 2.76 nogo gage goes.¿ the entire lot (7 pieces) was sorted and re-inspected per the ncr. The non-conforming part was scrapped. The remaining parts were dispositioned as ¿conforms.¿ this order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance with one ncr generated. The ncr was written for incorrect ¿certificate of transport¿ quantity. The supplier provided a ¿c of t¿ that specified a weight of (B)(4). The supplier shipped (B)(4) of material. A scar was issued and the corrected ¿c of t¿s¿ were issued by the supplier. The raw material met all dimensional and visual criteria at the time of release with no issues documented. This ncr is not relevant to the complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.